Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in an emergency room. Upon review, a recorded episode of noise on the right ventricular (rv) lead was noted. No intervention was performed, and the right ventricular lead remains implanted. The patient was in stable condition and will continue to be monitored.

Event description:
New information received states that the patient presented via remote transmission. It was noted that the right ventricular lead exhibited high capture threshold measurements and there was gradual decrease in sensing measurements over past few months. The lead was explanted and replaced. The patient was stable post procedure.